Event description:
It was reported that during a low anterior resection when inserting the cartridge into the body, there is no sound and it is not inserted properly. No patient consequences were reported. The procedure was not delayed.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch # 361d99. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was returned with the knife not completely within the doghouse and the reload pan with a scratch. The reload had the proximal 2 drivers up without staples, the remaining drivers down with staples present, and the swing tab in the locked position. The knife was returned to its home position, the reload was tested for functionality with a test device and it fired, cut, and formed all staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. The event reported was confirmed and due to the condition of the reload, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 361d99, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.